Event description:
It was reported that the tip of the delivery system was broken off before placing the stent. The stent (partial stent-in-stent), which had been placed in intrahepatic and common biliary ducts for approx 6 months, was occluded. The physician attempted to treat the occlusion via stent-in-stent by approaching from left biliary duct to place the stent along a guide wire. The delivery system got stuck in the stent meshes. The stent was released but could not be placed. The broken tip remains in the pt. As the guide wire could be inserted through the constriction site, the user attempted to place the covered wall. However, the delivery system could not be inserted thru the previously placed stent. The device was changed to a stent with higher patency (which is the device in this complaint) and that also was difficult to insert. The user did manage to insert it through the lesion by twisting the delivery with torque load. The stent was placed in the lesion and user attempted to deploy the stent, however, the stent could not be deployed. Upon removing the delivery system, the tip was twisted off.

Manufacturer narrative:
This is being reported because this is the same or a similar device that is sold in the united states. The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specs prior to shipment. The sample was not returned for the sample eval, so this complaint is inconclusive. A copy of an x-ray shows two fully expanded luminexx stents of unk size and unk corporate lot number. A third luminexx stent is still loaded within the delivery system. It can be seen that the delivery system was introduced through the lateral surface of the stent cylinder. It was stated by the customer, that the delivery system had to be twisted with torque load to advance the system through the stent meshes of the lateral surface. The safety and effectiveness of this device for the described procedure has not been established. No damages of the stent or of the delivery system can be verified on the provided x-ray copy. Based on the provided image, the info received from the customer and the fact that no sample was returned, the reported detachment of the tip of the delivery system can not be reproduced.